Event description:
Caller indicated the relion micro meter was giving variable readings. His wife had a reading of 230 and then 30 less than a minute apart following correct testing technique. His wife was very sleepy, had a dry and numb mouth and was experiencing fast heart palpitations during the incident. The customer didn't have control solution to test the meter and strips. No treatment was given as a result of the readings on the meter, they were just concerned with the variance which prompted them to call in. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.